Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367988 batch no. Unknown ((B)(4) of (B)(4) ) date: it was reported that there is a spike on the potassium levels and poor barrier separation. Customer called in to report that there has been a spike in potassium results, she stated they are allowing sample to sit for the recommended time, and then spin but red cells are not completely separated. She states they send to labcorp and they are getting rejected. (B)(6) glucose and potassium cancelled. This has been an ongoing issue since a year ago.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367988, batch no. Unknown. (2 of 3) date: it was reported that there is a spike on the potassium levels and poor barrier separation. Customer called in to report that there has been a spike in potassium results, she stated they are allowing sample to sit for the recommended time, and then spin but red cells are not completely separated. She states they send to (B)(6) and they are getting rejected. Nov 25th glucose and potassium cancelled. This has been an ongoing issue since a year ago.